Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing, and a p-wave amplitude measurement issue. Non-physiologic oversensing due to noise observed on stored atrial lead egms (episode 54-61) likely due to small p-wave amplitude. P-wave amplitude is consistently below 1mv since b)(6) 2014. (B)(4).

Event description:
It was reported that there was atrial undersensing stored in the episodes. The lead remains in use. The patient is enrolled in the e valuate the amount of effective cardiac resynchronization therapy (crt) pacing during b)(6) clinical study. No patient complications have been reported as a result of this event.